Event description:
Patient called to report leaking bags. Patient is recovering from peritonitis (pseudomonas) and claims that they contracted it from leaking bags. Rn, stated in a phone conversation in 02/03 that the patient had peritonitis (pseudomonas) in oct/nov prior to their problems with leaking bags. The distribution center will be shipping one case of the product, obtained from the patient, for evaluation (per rga coordinator).